Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients treated with depuy synthes titanium elastic nail (ten). Patients were identified in the premier healthcare database (phd) between january 1, 2016, and april 30, 2023, based on billing charges for ten implants. Revision, malunion, and nonunion have been identified as the reported complications as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: adverse event(s) and provided interventions possibly associated with depuy synthes titanium elastic nail (qty 217): 79 patients (skeletally immature, upper extremity) had revision surgery at 0-365 days post-index surgery. 50 patients (skeletally immature, lower extremity) had revision surgery at 0-365 days post-index surgery. 1 patient (skeletally mature, clavicle) had revision surgery at 0-365 days post-index surgery. 21 patients (skeletally mature, upper extremity) had revision surgery at 0-365 days post-index surgery. 30 patients (skeletally mature, lower extremity) had revision surgery at 0-365 days post-index surgery. 8 patients (skeletally immature, upper extremity) had malunion/nonunion at 0-365 days post-index surgery. 3 patients (skeletally immature, lower extremity) had malunion/nonunion at 0-365 days post-index surgery. 11 patients (skeletally mature, upper extremity) had malunion/nonunion at 0-365 days post-index surgery. 14 patients (skeletally mature, lower extremity) had malunion/nonunion at 0-365 days post-index surgery. This is for depuy synthes titanium elastic nail (ten).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: e1 (facility name) h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.